Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with juvéderm voluma® xc into the cheeks and reported "swelling in the cheeks" over a year later. Patient was prescribed antihistamines, but about two weeks passed and swelling had not improved. Healthcare professional plans on prescribing antibiotics. It was noted the patient did experience a recent sickness and cold.

Manufacturer narrative:
Additional, corrected, and/or changed data: a2, a6, b3, b5, c1, c3, d4, d6a, d10, h6, h8 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additional details received noting 0.2mls were injection. Symptoms started approximately 16 months after injection in the left cheek. Antihistamine along with pepcid and claritin were started 5 days after onset. Two weeks later, keflex 500mg tid was started for 7 days. Symptoms reportedly "almost gone" but not fully resolved about a month after onset.